Event description:
It was reported that alerts were generated for this implantable device due to delivery of anti tachycardia pacing (atp) therapy and one shock. The arrhythmia was initially detected in the ventricular tachycardia (vt) zone before increasing into the ventricular fibrillation (vf) zone. Therapy was possibly inappropriate due to supraventricular tachycardia (svt). Further review was recommended. The device remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that alerts were generated for this implantable device due to delivery of anti tachycardia pacing (atp) therapy and one shock. The arrhythmia was initially detected in the ventricular tachycardia (vt) zone before increasing into the ventricular fibrillation (vf) zone. Therapy was possibly inappropriate due to supraventricular tachycardia (svt). Further review was recommended. The device remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received confirming the delivered therapy was inappropriate. The patient was asymptomatic and no adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted with additional event details.